Event description:
It was reported that an unspecified malfunction alarm occurred. Additionally, it was reported that the pump indicated a data log corruption. Customer's blood glucose level was 309 mg/dl. Customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.